Event description:
On dec. 27, 1999 an employee at the hospital received a needle stick while attempting to remove a sharps container from a wall bracket. Kendall's qa department was notified of this event on 12/29/99.